Event description:
As reported, the physician treated a basilar tip aneurysm. The helical 2x3 tore off during the pull back through the echelon 10 catheter. The physician pulled out the catheter with the rest of the coil and delivery pusher. The coil stuck inside the aneurysm coil package. The patient is reported to be well off.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complication associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: -pusher -implant -introducer items not returned for evaluation: -microcatheter the visual analysis of the returned device found the implant stretched and broken at the proximal end. The portion of the implant distal to the break site was not returned for evaluation. The introducer was returned undamaged. The introducer distal tip was found to be within specification (spec= 0.0180" -0.0005/+0.001). The investigation of the returned coil system found the implant coil stretched and broken at the proximal end, which is consistent with the alleged product issue. The portion of the implant distal to the break site was not returned for evaluation. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's tensile strength.

Event description:
Investigation included in h11.